Event description:
Customer's wife reported that the customer had passed away. She stated that leading up to this event, the customer had ongoing heart issues and issues regulating the blood glucose. The cause of death was a heart attack. Customer's wife was not sure if the customer had been wearing the insulin pump at the time of his passing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.